Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Additionally, it was reported that the cartridge was leaking from an unspecified location. Reportedly, the customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 200 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.